Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, while closing the fascia, the needle broke and became loose from the thread. Another suture was opened to resolve the issue. There was no patient injury.